Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the following led to the malfunction: faulty charge-coupled device (ccd). A probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited lines on image. There was no patient involvement.